Manufacturer narrative:
After additional information was received on (B)(6) 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2020-01005 submitted on (B)(6) 2020, is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Description of event has been updated as non-integration with bone loss.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient ID was not provided. Patient's weight was not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent should additional information be received.

Event description:
It was reported that the patient had bone loss at the implant site. During implant torque, implant came right out. Patient will return for a future appointment. Tooth #14.